Manufacturer narrative:
Air and o2 mixer valves and sensor board potentiometer were replaced. Complete software test was performed. Ventilator works as intended.

Event description:
Hamilton medical ag received the following event description from the distributor : "the machine was showing tf5507 before starting the ventilator. During ventilation not showing as reported by user and o2 valve was leaking. Showing a low o2 alarm but o2 cell calibrating."